Manufacturer narrative:
(B)(4); the local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient had been seen in clinic approximately five months earlier with the battery at 12%. The patient was scheduled for follow-up for additional attempts to interrogate the device. No adverse patient effects were reported.